Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. As part of the investigation no photos were included. The reported failure mode was not confirmed because no photos were included nor attached, the only information received to be confirmed was the lot number, and the product description that matches with the description reported for the product. Ten samples units were received, one of them with its opened original package due it was intended for use by customer, the rest of the samples were received in their original unopened package. The samples were visually inspected at a distance of 12 inches under normal lighting conditions for received units. After physical evaluation, the failure mode of broken connector was not confirmed. No broken or damage connector can be observed on the opened sample. Also the remaining samples that were unopened were visually inspected and failure mode reported was not confirmed. Based on the sample provided, physically evaluation, the failure mode reported was not confirmed; therefore, no root cause can be determined. No corrective actions are required since failure mode was not confirmed, all mitigations on placed were verified and it was confirmed execution accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that suction catheter was broken in the "t" area. No patient injury reported.